Manufacturer narrative:
The cycler was returned for evaluation. There were visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane the symptom ¿display brightness problem¿ was confirmed during simulated use testing the cause was the inverter board, the inverter board transformer had thermal damage. The voltage check passed. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. Passed mushroom head check. The device was repaired and returned.

Event description:
The patient reported that the cycler's screen was dim and unreadable. The cycler was replaced. During follow up the patient reported there was no adverse event associated with being unable to read the screen. During evaluation thermal damage was found on the display inverter board.

Manufacturer narrative:
Correction: the cycler was returned for evaluation, there were no visual indications of dried fluid within the cassette compartment. There was no visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. Mushroom head check was not performed. Plant investigation: an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.